Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 268 mg/dl. Troubleshooting was done. The customer stated that his insulin pump was in his pocket and that it had become slightly wet when riding a four wheeler through some water. The customer stated that the numbers would ramp up when inputting carbohydrates into the insulin pump and that the act button did not work. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.